Event description:
The user facility reported that the angio-seal device involved had a kink in the sheath. When the locator was inserted into the insertion sheath, as resistance was felt, the insertion sheath was checked, and a kink was found in the tip of the sheath. The device was not used, and 30 minutes of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No complications or health damage have been reported. No health damage to the patient. Estimated blood loss was less than 250 ccs. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and vessel diameter are unknown. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device is not available for returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).